Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001283462 was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Event description:
(B)(6) 2021 @ 15.29 during a phone call between (B)(6) and (B)(6) (clinical nurse specialist (B)(6)), (B)(6) advised pleurx catheter is no longer draining when attached to pleurx bottle, ultrasound carried out and confirmation received of a body of fluid in peritoneal cavity. A healthcare professional within edinburgh cancer centre had advised claire forrester the pleurx catheter could be 'flushed' but could not be drained. Discomfort to patient,build up of ascitic fluid. Distress of patient and their family carers (B)(6) agreed to provide a replacement pleurx catheter ((B)(6) 2021) so the patient could have a new ipc placed at next available opportunity on interventional radiology list (afternoon list (B)(6) 2021).

Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was available for return.

Event description:
On (B)(6) 2021 @ (B)(6) during a phone call between (B)(4) (bd) and (B)(6) (clinical nurse specialist, nhs (B)(6)), (B)(6) advised pleurx catheter is no longer draining when attached to pleurx bottle, ultrasound carried out and confirmation received of a body of fluid in peritoneal cavity. A healthcare professional within (B)(6) centre had advised (B)(6) the pleurx catheter could be 'flushed' but could not be drained. Discomfort to patient,build up of ascitic fluid. Distress of patient and their family carers. (B)(6) agreed to provide a replacement pleurx catheter ((B)(6) 2021) so the patient could have a new ipc placed at next available opportunity on interventional radiology list (afternoon list (B)(6) 2021).